Event description:
It was reported the tip of the polyaxial screw adjuster broke during surgery as the surgeon attempted to remove the last screw during a revision removal of hardware of (t10-l3). The prongs of the device broke off and a spare was not available as the hardware used for the revision surgery did not include this device and the customer stated he only requested (this) one device. The surgeon used a smaller rod and loosened the last screw. The pieces that broke off were removed by the surgical technician and discarded. The surgery time was extended for about an hour. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.